Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, the gold probe would not generate any heat for cautery. No visible damage to the device was reported. The gold probe was not tested prior to use. The case was completed with another gold probe device, using the same equipment. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, the gold probe would not generate any heat for cautery. No visible damage to the device was reported. The gold probe was not tested prior to use. The case was completed with another gold probe device, using the same equipment. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be approximately (B)(6). The patient's exact weight is unknown. However, it was noted to be around (B)(6). (B)(4) for the reported event: probe fails to deliver energy. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device failed the isolation of electrode test. X-ray analysis revealed that the wires were attached in the same gold band of the ceramic tip. The condition of the returned incident device was consistent with the complaint that the device failed to delivery energy. The evaluation attributed this to the wires being attached in the same gold band of the ceramic tip. Therefore, the most probable root cause is manufacturing. An investigation is underway to address cautery issues. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.